Manufacturer narrative:
Other relevant device(s) are: product ID: ups 9735787, main cart s8 svc. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system will not power on when the on button is pressed. This is a randomly occurring event and sometimes the system does power up when demanded. No patient.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). The uninterrupted power supply (ups) was returned to the manufacturer for analysis. The returned ups was standalone/bench tested, along with a known good battery and connected to ac. Throughout the duration of forty eight hours of testing, no issues were observed. The unit constantly stayed powered on and multiple 'restarts', via the power switch, were successful. If information is provided in the future, a supplemental report will be issued.